Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was like the result of damage to the image sensor unit due to repetitive use stress, user handling/mishandling, external factors and or a circuit board component malfunction. The event can be detected/prevented by following the instructions for use which state: chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. Inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was not confirmed. The device evaluation found that due to a pinhole on the distal end, water tightness was lost. Adhesive on the distal end had a chip. Switch 1 was deformed. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The video connector had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope produced no image immediately after connecting the camera. The issue was found during preparation for use of a "lapahel" procedure. The procedure was completed using a similar device. It was also reported that it took a little while to switch to another scope. There were no reports of patient harm.